Manufacturer narrative:
(B)(4). The complaint was confirmed based on the retuned sample that was provided for evaluation. Visual inspection of the retuned sample shows a portion of the frame fractured and missing. Damage is too severe for functional testing. The device exhibit wear and tear that indicates successful use with a field age of 5 years 8 months. Sem analysis of the rasp handle fracture surface showed that it was heavily post-fracture damaged and no clear fracture features could be identified. Therefore, the mode of fracture and crack initiation site could not be determined. A definitive root cause cannot be identified based on the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the handle would no longer close and was found fractured on the offset rasp instrument during the kit inspection. No additional information was provided on when this was last used. No patient was involved in this event.